Event description:
During an atrioventricular nodal reentrant procedure, a communication issue occurred which caused a delay. As the system was started, all the connections were operational. Ten minutes into the procedure, the amplifier disconnected. All systems were rebooted which did not resolve the issue. The fiber optic cable between the amplifier and dws was changed as well as the media converter, however the issue remained. The amplifier connection was checked for error messages, but there were none. The system was turned off and on again and it started working. After 1 hour of waiting, the amplifier had not disconnected and the procedure continued.

Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent delay remains unknown.

Manufacturer narrative:
One claris¿ amplifier 56 channel was received for evaluation. Power was applied to the amplifier and passed power-on-self-test (post). The amplifier went status ready and communicated with the test claris computer. The electro-cardiogram (ECG) and intra-cardiac (ic) signals were imported with an ECG stimulator to each channel and all the ECG and ic signals were not displayed. Internal visual inspection revealed that the signal loss was due to an internal cable that was dis-connected from the bioswitch card to the pressure card. Based on the investigation and information provided to abbott, the reported event was able to be confirmed, and the root cause was attributed to an intermittent single board computer.